Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. Specifically, it was noted that the ins was moving around when they were sitting. The patient had noticed this a few days ago. It was also reported that the patient¿s device ¿sticks out a lot¿. The patient also had difficulty adjusting the stimulation with the programmer (¿wasn¿t working¿) because, they pushed the navigation key before the increase/decrease button. The patient was currently on program #4 at 2.0 volts and their status was reported as ¿unknown¿. Additional information was requested but was not available at the time of this report

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v655476, implanted: 2011 (B)(6); product type lead. (B)(4).